Event description:
It was reported that a mesh sample was collected during a field visit as there was doubt about the genuinity of the product available in chemist shops around the hospital. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: is there an indication of how the product was distributed? Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that one unopened sample that pertained to product code pmii was received. The sample was visually inspected and compared with the graphics within the internal system, product code pmii, and lot v3010. Upon visual inspection, multiple discrepancies were identified on the labeling. For example, incorrect manufacturing and expiration dates. In addition, the product artwork writing style and font type did not match the information on file. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Counterfeit product hence DHR could not be performed.